Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-27153 for the automated impella controller device report. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: entering cardiac output: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support, and experienced a pump stop unexpectedly during the support. It was noted that the automated impella controller screen returned to the home screen and showed a prompt stating "press ok to resume displayed performance level" at the time of the failure. The pump restarted on its own. However, it was explanted following pci completion. The impella cp was uneventfully removed. The patient noted to be hemodynamically stable, and hemostasis was achieved with two perclose. However, following the explant, the patient expired. No details surrounding the demise outcome was provided. The impact of the temporary pump stop is unclear.